Manufacturer narrative:
Product analysis: visually confirmed the driver shaft is fractured at the welded joint. Optical examination appears to show weld all-around, with material disruption on both sides of the shaft.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as pediatric scoliosis (adolescent idiopathic scoliosis- ais). For which patient underwent posterior spinal fusion. Intra-op, the tip of the product broke. Product can no longer be used. The product did not come in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.